Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the handle with mini quick coupling (p/n: 311.01, lot #: 5879500) was returned and received at us cq. Upon visual inspection, it was observed that the coupling feature of the device is not moving. Slight discoloration was observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Handle with mini quick coupling. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: 5879500). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 311.01; synthes lot # 5879500; supplier lot # na; release to warehouse date: sep 23, 2008; manufactured by synthes brandywine; no ncr's were generate during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set at (B)(6) site, it was observed that the handle with mini quick coupling was observed to be broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report involves one (1) handle with mini quick coupling this is report 1 of 1 for (B)(4).